Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found the device recorded a code indicating a short circuit condition was detected during shock delivery. A leakage on lead code was then recorded followed by an oscillator mismatch code, resulting in reversion to safety core operation. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. While in safety core, the device maintains basic sensing, pacing, and (in the absence of a compromised defibrillation lead) tachy therapy. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). Laboratory analysis determined this device attempted to deliver a shock through a compromised (i.e., shorted) defibrillation lead. As a result, the device recorded three codes/resets and reverted to safety core operation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room following a shock. Interrogation found the device to be in storage core and numerous codes were noted. Boston scientific technical services (ts) recommended device replacement and return for analysis. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.